Event description:
It was reported that during testing conducted at the user facility, the manufacturer field service technician identified that the handle of the device was broken off. No patient involvement and no procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the handle of the device broke off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the user facility, the manufacturer field service technician identified that the handle of the device was broken off. No patient involvement and no procedural delays were reported with this event.